Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that upon opening the angio-seal device involved, the thread did not seem normal. Additional information was received on 05 apr 2023: the procedure performed prior to using the angio-seal device was left heart catheterization with intervention. The angio-seal sheath and arteriotomy locator were assembled and the sheath exchange was performed for the procedural sheath. After locating the arterial wall with the angio-seal sheath and arteriotomy locator, the arteriotomy locator and guidewire were removed. It was noted that there appeared to be a thread coming out of the angio-seal sheath valve. The angio-seal device was never introduced into the angio seal sheath. At this time the angio-seal sheath was removed, and manual pressure was held to achieve hemostasis. The procedure sheath used was 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no blood loss greater than 250cc's. The patient was in stable condition. No equipment or other devices were used with the product involved. Additional information was received on 20 apr 2023: the doctor did not feel as though it looked like any type of blood/tissue i.e. Fibrin. The sheath and locator were not flushed prior to use. Assembling the sheath/locator was normal with no foreign matter observed or additional resistance.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: registered nurse (rn). A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.